Event description:
This pi is for revision due to infection on (B)(6) 2017. A patient specific implant request form was received for the patient's distal femur/ proximal tibia replacements indicate a prior revision on (B)(6) 2017. As noted on the form: "he had a washout (B)(6) 2017 with just change out of the bumper, bushings, tibial sleeve and ptr and infection free since then."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat# 64952105; gmrs small femoral bushing; lot# unknown. Cat# 64812130; mrhk bumper insert - neutral; lot# unknown. Cat# 64812140; mrhk tibial sleeve; lot# unknown. Cat# 64953101; gmrs proximal tib sml; lot# unknown. Cat# 64853111; mrs fem stem w/o body 11x127mm; lot# unknown. Cat# 64956050; gmrs extension piece 50mm; lot# unknown. Cat# 64956060; gmrs extension piece 60mm; lot# unknown. Cat# 64953601; gmrs tib rotating sml comp; lot# unknown. Cat# 64952115; gmrs small axle; lot# unknown. Cat# 64952020; gmrs dist fem comp sml r 65mm; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.